Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tnl) results from a single patient sample that were generated by the access 2 instrument the accu tnl result was 8.60ng/ml the lab policy is to repeat all high accu tnl results prior reporting. The repeated accu tnl result was 6.30ng/ml the patient sample was re-tested again the accu tnl result was 0.02ng/ml. There was no any report of change to patient treatment connected to or attributed to this event.